Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). On (B)(6) 2009, a portion of the mesh was removed due to mesh erosion, pain, increased urinary incontinence, utis and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 and (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder outlet obstruction.

Event description:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.